Event description:
During suturing of mesh of pubic tubercle a small portion of the needle was broken off a 3-0 vicryl suture. A careful manual search was made in the area where the stitch had been placed and could not be found. The small tip comprising less than 1/3 of the needle, only several millimeters could not be found; given it is smaller than clips or staples that are typically used in these areas. The surgeon decided to leave it to be since it is probably buried in some of the soft tissue in a totally extraperitoneal portion of the wound and to avoid extensive dissection and possibly traumatize muscles and nerves in an effort to retrieve it.